Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm empty reservoir. The blood glucose reading was 379 mg/dl. The customer stated that she changed the infusion set and thought that she messed up. She noted that she was supposed to go to fixed prime but the device said prime delivery. The insulin pump was counting up units, got to 7 units and the customer had already put in 3 units of syringe. She stated that the insulin pump did not alarm that the reservoir was empty. Nothing further reported.